Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/01/2017, that on (B)(6) 2016, the patient experienced a skin reaction. The reaction was located all over the patient's body and was described as inflamed and red. On (B)(6) 2016, patient was submitted to medical hospital for the skin reaction. There is no information if the patient was admitted or treated as no further details were provided. At the time of contact, the patient was fine. No additional event or patient information was provided.